Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the review of the provided information, there is no evidence to support that the design or performance of the laser system contributed the reported event. There is evidence to support, however, that the user-selected settings and incision architecture caused this event. The root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported endothelial damage in patient's right eye post laser assisted cataract procedure. The reporter attributes the damage to the power supplied by the device. Additional information was received from the surgeon. The patient experienced corneal folds, photophobia, and pain. No further information is expected.